Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that venous closure of the left common femoral vein was attempted using a proglide device with a 7f sheath after an electrophysiology interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. No femoral imaging was performed. Reportedly, no blood return was observed from the marker lumen. The device was removed and was attempted to be re-flushed with saline outside the anatomy but was unsuccessful. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.